Event description:
An aneurx bifurcated stent graft of unknown size was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology are unknown. It was reported that the stent graft was explanted and the patient was surgically converted due to rupture. The patient's status is unknown. Further information from the user facility is pending at this time. It is reported that the explant will be returned to medtronic ave for investigation and analysis.

Event description:
A 28mm diameter x 26mm diameter x 16.5 length aneurx bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm on march 1999. It is reported that on june 2001, the pt was surgical converted to open repair and the stent was explanted. The explanting physician reported that the left anterior aortic renal wall ruptured due to distal migration of the stent graft. It is reported that the pt's expired "just after open repair". The cause of death was not reported.